Event description:
It was reported the pt ((B)(6)) experienced a loss of effective stimulation. Intraoperative testing conducted during a procedure to replace the pt's ipg due to normal battery depletion found impedance issues for several lead contacts. Upon further interrogation, it was determined the impedance issues stemmed from a broken extension. As such, the device was explanted and replaced.

Manufacturer narrative:
Results: a visual inspection of the returned extension found several wire were broken in the header strain relief. Dc resistance testing found all 8 electrodes measured open, which is consistent with the observation in the field. The damage was consistent with overstress while the extension was implanted, which resulted in the loss of effective stimulation as noted in the event details. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.